Event description:
When I was initially diagnosed with type two diabetes, I purchased a meter that was recommended by my local pharmacist. I was told by insurance company that I had to use the meter they recommended or they would not pay. I, therefore switched to one touch ultra smart that they recommended. My glucose numbers were all over the place up one day and down next without change in diet etc. I used solution to test and it did not come in range recommended on test strip container. I contacted caremark and they agreed to replace the strips. They would not however, provide additional solution to check new strips as I opened a new container as recommended by physician. They stated I had to have a prescription. I argued that they had the prescription as they were filling it with strips. I contacted local pharmacist who stated I did not need a prescription and ordered the solution for me which I paid for out of pocket. The glucose numbers seemed to be okay for a while but now are up and down. The meter when tested with the new solution was 140 and when retested it was 150. The range on the tube should be 99-132. In my opinion this puts me at risk. My physician is monitoring the glucose levels to determine if I need to take medication. Based on the results from this meter I could potentially be put on meds that I don't need. Taking these meds could put me at risk for further health problems including low glucose. I, therefore have returned to using the original meter I purchased and am having to pay for the strips, etc, myself. I will be contacting my insurance to see if they will replace the meter and provide additional solution so I can continue to test the strips. Wish me luck. Dates of use: estimate: 2008. Diagnosis or reason for use: type 2 diabetes. Event abated after use stopped or dose reduced? Yes.